Event description:
It was reported that during dialysis a vistor noticed bleeding from the pt's catheter. The nurse was called and noted the venous port of the catheter was torn. Another nurse noticed the pt was holding the torn catheter in their hand. The catheter was clamped and manual pressure was applied. The pt was placed in trendelenburg on the left side, and became unresponsive. The pt never lost their pulse or respirations but was intubated. A head and chest CT were negative for air emboli.